Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) noted that it was in staging status and operating under a scheduled critical override and was confirmed on the server. The tss reviewed data synchronized logs and found no variation in change tracking versions, then dialed into the server and verified that last communication and pes synchronized information were current. The tss followed up with the customer via outbound call, and the user confirmed that there were no issues with the station. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders were not crossing over and the station was in disconnected mode and not communicating; the customer restarted the device multiple times, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.